Manufacturer narrative:
H3: a software analysis was initiated to determine the probable cause of the issue. Analysis found that the reported instance is tracked through software anomaly tracking database and references to this case have been added to that record. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this issue occurred during a functional endoscopic sinus surgery (fess). There was a delay to the procedure of less than 10 minutes. The issue was only resolved after replacing the computer.

Manufacturer narrative:
Patient information was unavailable at the time of filing. Other relevant device(s) are: product ID: 9733467, version: 2.3. A medtronic representative went to the site to test/troubleshoot the equipment. Multiple registrations were performed without the issue replicating. While in the software deleting extra patients off the system, the manufacturer representative did have an unexpected exit to the splash screen, but the no input detected message did not appear. This occurred once and could not be replicated again. The manufacturer representative indicated he would uninstall and re-install the software. The software logs were returned to medtronic, but analysis was not completed at the time of filing.) Fdm 10, fdr 104, fdc 4307 apply to the on-site testing/troubleshooting. Fdm 4118, fdr 3233, fdc 11 apply to the software log analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a procedure. It was reported that the site booted up the system and when they were getting ready to register, the system became unresponsive. The site indicated the mouse would not move. They did a hard shut down and then the system displayed "no input detected". They did a third reboot and the system then worked normally. There was no reported impact to patient outcome as a result of this issue.